Event description:
Reporter indicated that the patient developed an infection at the generator site following vns implant surgery. On approximately 11/04/02, the surgeon drained 30-40cc of fluid from the site. The patient was prescribed antibiotic treatment and the wound was reportedly closing up at the time that the initial report was made. Further follow-up revealed that physician plans to explant the generator as the patient had developed a chest wall infection, secondary to rope trauma around the neck.